Event description:
Rep reported that 2 screws had broken inside a pt. A revision surgery was done on (B) (6)2009 where the screws were successfully removed.

Manufacturer narrative:
It is likely that the cause of the two broken screws may have been movement of the vertebrae due to an excessive application of force on the vertebrae and implant subluxation resulting from the falls as described by the original complainant. Pt is (B) (6), is a non-smoker, has no history of alcohol use, and had bad (grade 3) spondylothesis. He was traumatic years ago and had injection. The surgeon would have preferred to put in a cage during the initial procedure, however was unable to due to inflammation at the site. The pt fell on two occasions post-surgery, which likely caused the screws to break. The pt had good bone, and the dr. Felt that there was too much pressure on the 6.5 screws and that larger diameter screws would have been a preferred option.